Manufacturer narrative:
Device was not implanted; device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after setting the anchor, the doctor proceeded to seal the puncture site. As the doctor released the suture by pulling back the device, the handle snapped into two. The doctor cut off the string to detach the handle. It was reported that the patient continued to bleed and that hemostasis was not achieved. The patient's blood pressure dropped. Manual compression was done on the site for 15 minutes to stop the bleeding. It was reported that blood pressure was monitored and rose to acceptable range. It was reported that the patient was fine and was kept under normal observation. The reported blood estimated loss was <250cc.

Manufacturer narrative:
One 6fr angioseal vip device was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath and the deployment sleeves were in the full rear lock position. There was blood like substance on the device body and the cap. No external damage was noted and the device appeared to be deployed as intended. The cut end of the suture was observed under a microscope and no frayed ends were noted suggesting that the suture was cut with a blade. The tamper tube was not returned with the device. The device was disassembled and the suture spool was checked for damage or blockages. No anomalies were found. There was no suture left in the spool consistent with complete deployment. The carrier tube and hemostasis sheath were cut longitudinally to verify smooth passage of the suture and presence of foreign materials- no anomalies were noted. Based on the complaint information and the returned device, the complaint cannot be confirmed, the device cap and deployment sleeve were all present as intended and no damage or fracture was noted on any components. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.